Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was revealed that the right ventricular lead was exhibiting noise. The noise was reproduced. Programming changes were made successfully. Patient was stable.